Event description:
During phacoemulsification of the cataract the I/a tip grabbed the capsule and created a small tear. There was minimal vitreous loss and a vitrectomy was not required. The surgeon used a different lens than planned but was able to implant the iol. The patient is doing well and no follow up was needed.

Manufacturer narrative:
The device was returned in relatively good condition only showing signs of normal wear and tear. The device was within spec and there was no damage or anomalies that would lead to this type of adverse event.